Manufacturer narrative:
When the foreign material was identified, olympus requested additional information from the distributor regarding device reprocessing. The distributor could not confirm that the device was cleaned, disinfected and sterilized prior to return to olympus. No further information was provided. The reported issue was confirmed: the bending angle for the up direction did not meet with specifications. In addition, the up/down directional knob had excess play. Both of these directional issues were caused by a worn angle wire. Visual examination found the following additional issues: the bending tube was deformed; the connector cover was discolored; the adhesive around the light guide lens was peeled; the adhesive around the objective lens was peeled; the scope cylinder was sheared; the control unit was discolored; the bending section cover adhesive was cracked; and the connecting tube was wrinkled. The following components were scratched: connector cover; universal cord protector (both sides); scope connector cover unit; lock engagement lever; lock engagement knob; both directional knobs; switch box; scope cover; universal cord; hand grip; control unit; switch button 1; bending section cover adhesive; and connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had an angulation malfunction. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the nozzle, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. It is unknown if reprocessing was fully performed according to the instructions for use (IFU). The event can be detected/prevented by following the instructions for use which state: suggested event can be inspected and prevented by following below IFU. Inspection method is described in the operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.